Event description:
Caller reported experiencing a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after following these instructions, the caller successfully restarted their sensor session without further error.